Event description:
It was reported that the pt's device settings were found to be incorrect at a follow-up visit due to a fault in the system diagnostics test at the previous visit. A final interrogation was not performed by the physician and the settings were not found to be incorrect until the follow-up visit at which time the pt was reprogrammed to the correct settings. Follow-up revealed that the pt's device is functioning properly and there hasn't been any increase in seizure activity due to the programming anomaly. No further issues were reported.